Event description:
It was reported that a flogard infusion pump was blocked. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard was serviced on-site. A visual inspection, alarm log review, and functional testing were performed. The device was found inoperative due to the keyboard being disconnected. The keyboard was reconnected to resolve the issue. The pump passed all tests and was returned to the customer in working order.